Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. Damage on the electronic assembly was noted during visual inspection. Button error alarm was not verified due to blank display anomaly. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked end cap, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.